Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two 1.25 hex tl,gemlock retention drivers (hxgr1.25) was returned for investigation. Visual inspection of the as returned product identified signs of damage and plastic deformation about the driver shaft. Both devices are fractured above the retention feature. Device history record (DHR) review was completed for the subject lot number 63707883. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63707883) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: additional device information changed to unknown g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative two unknown zimmer 1.25mm drivers were returned for investigation. Visual inspection of the as returned product identified signs of damage and plastic deformation about the driver shaft. One of the drivers is noted to be fractured at the tip while the other is bent. The reported event could not be recreated due to the nature of the dental device and event (fracture and damage). Device history record (DHR) review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the tools fracture at the tip. Patient did not suffer any consequence as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.